Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This report is in relation to a clinical study patient. It was reported the patient ((B)(6)) was hospitalized due to a fever. The patient was diagnosed with an infection. The patient's issue resolved with the use of antibiotics and they have been discharged from the hospital. The patient's issue was noted to not be product related.